Event description:
Customer reported that mobi cartridge would not fit correctly on pump, leaving a gap on left side, despite following app instructions for loading process. There was no adverse impact to customer's blood glucose level. Customer contacted support, who instructed to remove cartridge and check for obstructions, finding no issues with pump or cartridge. A new cartridge was used, which fit correctly without a gap, allowing customer to successfully resume insulin delivery.